Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 06/03/2016, it was reported that the patient attempted to insert a new device. The patient confirmed filling the device and following insertion instructions correctly. Allegedly, upon insertion, the red cap fell off the device making it impossible to use the device. It was reported that the patient filled a new device and inserted it successfully. This complaint is being reported because the device became unusable.